Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). .

Event description:
It was reported in a medical journal that a patient was implanted an unknown cls hip stem on an unknown date. The patient was monitored due to a fracture of the proximal femur without dislocation. No more information was available. No information was provided if the patient underwent a revision surgery. Journal article: m. Schramm / f. Keck / d. Hohmann / r.p. Pitto: total hip arthroplasty using an uncemented femoral component with taper design: outcome at 10-year follow-up. In: arch orthop trauma surg (2000), august 14, 1999. As the occurrence date is unknown, the awareness date was also taken as occurrence date.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device is not at hand for investigation. The DHR check could not be performed as the lot number was not available. Trend analysis could not be performed as no catalogue number available. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information it was reported in a medical journal publicized in 2000 that a patient was implanted an unknown cls hip stem on an unknown date in 1998/99. It is also reported that the patient was monitored due to a fracture of the proximal femur without dislocation. No more information was available. No information was provided if the patient underwent a revision surgery. Neither x-rays, operative notes, office visit notes, nor devices or photos were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the appropriate dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).